Event description:
A user facility reported that the physician was unable to maintain cuff inflation. If the pilot tubing was clamped off it stayed inflated. When removed from the pt they found a small pin hole in the pilot balloon. It was reported that there was no pt problem. The user facility has returned the lma for eval.